Event description:
It was reported that a patient with isthmic spondylolisthesis underwent posterior lumbar interbody fusion at l4-s1. ¿a postoperative infection developed. The surgeon commented that the cause of the event was not clear.¿ no additional patient information was provided.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.